Event description:
A customer contacted baxter's technical service center to report a therapy was reset alarm that appeared on the homechoice (hc) display during use (patient was connected). The technical service representative (tsr) explained the message and further advised the home patient (hp) that the therapy was over, due to the message. The hp stated that was fine and that he would call his nurse in the morning. The hp ended the call. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up phone with the nurse regarding the reported issue, it was revealed that the issue of therapy/program resetting to factory default settings was resolved upon receiving a different hc device. The nurse did not know what might have caused the therapy to default to the factory settings. Per nurse, the hp did not have any injury or harm as a result of this incident. The hp is doing fine and continuing therapy. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue of program changed by device was not confirmed nor duplicated during pal evaluation. No issues were encountered during the simulated therapy. Based on the results of the evaluation; a cause for the reported issue for the reported issue of program changed by device was undetermined. The device functioned properly during the pal evaluation. A service history review (shr) revealed that no issues were identified that may have contributed to the reported problem of program changed by device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.